Event description:
It was reported that high out of range pacing impedances were noted on the cardiac resynchronization therapy defibrillator (crt-d). No noise was noted. A system explant is expected, including this crt-d and right ventricular (rv) lead.; this patient is expected to be transferred to another hospital facility for the procedure. This investigation will be updated when further information becomes available. No adverse patient effects were reported.